Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps were missing a sponge with iodine. This was observed prior to patient use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, and h6. H10: two (2) actual samples were received for evaluation. A visual inspection was performed, and it was noted that the caps were empty without an iodine sponge. The reported condition was verified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.